Event description:
It was reported that the patient experienced deterioration with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: returned product consisted of an ams800 occlusive cuff, pressure regulating balloon, and control pump. The ams800 occlusive cuff was visually and microscopically inspected and functionally tested. There was a leak in the cuff that was the result of wear and fatigue at a fold in the cuff. Inspection of the remainder of the device presented no other damage or irregularities. The reported connector break was not confirmed. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Balloon analysis: returned product consisted of an ams800 pressure regulating balloon, occlusive cuff, and a control pump. The ams800 pressure regulating balloon was visually, and microscopically inspected. No leaks were found. The balloon was not functionally tested due to the confirmed occlusive cuff leak. Inspection of the remainder of the device presented no other damage or irregularities. Additional information: b5.

Event description:
It was reported that the patient experienced deterioration with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced cycling issues due to the connector having a crack in it.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that the patient experienced deterioration with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced cycling issues due to the connector having a crack in it.